Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 the following sections were corrected: d4 h6. The most likely underlying cause for the revision reported is prosthesis wear and loosening and a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) ". However, this cannot be confirmed from the reported information and the devices were not available for evaluation. The product associated with the reported event is within the scope of recall z-0577-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Manufacturer narrative:
H10. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a right hip revision on (B)(6)2022, and then experienced a second revision surgical procedure on (B)(6) 2023, approximately 4 months after revision surgery. Revision operative report of (B)(6) 2023 postoperative diagnosis: mechanical loosening of internal right hip prosthetic joint, initial encounter. The hip was dislocated with relative ease and the femoral head was removed from the trunnion with no damage. There were 2 areas of osteolysis noted 1 at the dome. The patient was revised to competitor¿s devices. The patient opted to bed taken to recovery room stable condition. The devices were not returned, there are no images provided. There is no other information available.